Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 500 mg/dl. The customer was wearing insulin pump during hospitalization. Based on customer report customer does not allege pump was under delivering. Insulin pump passed the high pressure test. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The outcome of the hospitalization was treated customer with potassium, and insulin drip and treated her for dehydration. The customer had sore and irritation. It was also reported that the insulin pump was leaking and there was wetness on the insulin pump. The insulin pump will not be returned for analysis.